Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This is one of two medical device reports associated with the event. Refer to initial medwatch with MFR 1220648-2024-25215 for the automated impella controller with unknown serial number. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. It was reported during impella 5.5 support, there was kinking in the drive line. It was noted there was a kink in the impella cable before the red connector. There were no alarms or running issues. Abiomed support recommended stabilizing the cable with tape and a mouth spatula. There were no further issues with the cable, the patient remained on support until successfully weaned off for transplant surgery.